Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the high impedance was undetermined.

Manufacturer narrative:
Information references the main component of t he system and other applicable components are: product ID 3708660, serial# (B)(4), ubd: 21-apr-2022, UDI#: (B)(4), product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances on the #3 electrode when impedances were measured during the procedure. The lead connection part and the ins connection part were reconnected. The devices were wiped with a dry cloth. Although reconnection was performed and impedance was measured multiple times, the impedance issue did not resolve. It was judged the extension had an anomaly. It was noted that at the time of the report, the issue had been resolved and the extension was never implanted. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.